Event description:
It was reported that a home patient (hp) received a system error (se) 2240 alarm (air in line) and a subsequent se 2367 (fail safe shut down) alarm. This occurred on the homechoice (hc) machine during initial drain. The caregiver (cg) contacted baxter technical service and was advised to start therapy over with all new supplies. The cg was also instructed to inform the patient's registered nurse (rn) of the se 2240. There was patient involvement; however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.